Event description:
It was reported when the device was used during a total gastrectomy procedure, it stapled completely, but the tissue was lacerated partly and therefore leaked. As a result, a re-operation was performed one-day post operatively. It could not be confirmed what contributed to the laceration. Pt's condition is stable. There were no other pt consequences.